Manufacturer narrative:
The reported event of a slight dent on the surface of the device can was not confirmed. Analysis revealed the can of the device has what is considered a surface blemish mark since it is a slight line with no depth. According to manufacturing documentation this type of blemish is acceptable and passes inspection. The device is considered normal by manufacturing.

Event description:
It was reported that a dent was observed on the device during the implant procedure. The device was not implanted, and a new device was implanted to resolve the event. The patient was in stable condition.